Event description:
We called the patient's home to schedule a follow-up appointment. The husband informed us that she had been admitted to the local hosp in 2007 and passed away on four days later. Her local physician had not reached the p.I. To inform her to the death. She died from progressive disease 81 days after her first treatment and 36 days after the second lobe was treated. The event is considered to be disease related not treatment related. Irb notified. She was treated twice: right lobe 2007 - dose of 30 mci - left lobe 2007 - dose of 9.5 mci.